Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to a visit to the emergency room on (B)(6) 2026. The customer's blood glucose level reached 521 mg/dl, with an unspecified ketones level. The customer was treated with IV fluids and insulin. The customer was released from the emergency room on (B)(6) 2026 with the issue resolved and no permanent damage identified. Upon release, the customer changed the infusion set and cartridge and resumed insulin to resolve the issue.